Event description:
It was reported that when using the bd pyxis¿ es server multiple stations were not communicating, and patient and order data were not crossing over to the devices. As a result, no patient or order information was listed on the stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple stations were not communicating, and patient and order data were not crossing over to the pyxis devices. A technical support specialist (tss) dialed into the server, ran server down time query and identified that new patients and orders were crossing. Tss then connected to the interface and logged into the carefusion coordination engine (cce). The cce service was confirmed to be running, and transmission control protocol (tcp) communication and mbm feeds were verified as connected with remote internet protocol (ip) details. In message tracing, the sample patient could not be located. The tss connected to another interface, where the patient was found but no associated orders were present. The cce service uptime was verified, and epic tracing was reviewed. The tss restarted the cce services, after which messages began to cross over. The sample patient and associated orders were then verified as appearing correctly, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.